Manufacturer narrative:
Event date estimated based on report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a venaseal treatment carried out on (B)(6) 2018. A few weeks post procedure, the patient reported developing an infection at the injection site near the ankle for which she was receiving treatment. The physician reported that one month post-procedure, the incision was still red and was roughly the size of a dime. A tiny amount of fluid would express if squeezed hard. The patient was originally prescribed bactrim as an oral antibiotic but 2 days later the patient was prescribed a different doxycycline as an antibiotic by another physician. It was cultured and determined that the organism that grew from the culture was "serratia marcescens" so the patient was switched to cipro. The patient was referred to an infectious disease specialist, per patient request, who extended the cipro for a total of three weeks. The original physician removed a couple of pieces of hard material from the tract. Patient has not returned to the physician since to see the progression or resolution of the issue.